Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3: date of event: date of event was approximated to 04/01/2019 as no event date was reported. Block e1: initial reporter facility name: osaka prefecture saiseikai tomitabayashi hospital block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. Functional evaluation could not be performed due to the condition of the returned device. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the device was pre-inflated. It is possible that the fact the balloon was inflated prior to the procedure that could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the balloon ruptured during the second inflation. The procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date according to the complainant, during the procedure, the balloon ruptured during the second inflation. The procedure was completed at this time. There were no patient complications reported as a result of this event.